Event description:
Applied cura-heat [therapeutic heat pack] to back of pajama top in 2008, next day noted blister 2 x 3 cm at about t8 level. The heat pack caused a 2nd degree burn as shown on attached pictures - very painful burn slow to heal. Dose or amount: 1 - 12 hr pack frequency: x 1. Route: skin dates of use: one day in 2008. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? Yes.